Event description:
It was reported that the device had a leaking issue. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspections and functional testing were performed. The technician observed cracked enclosure and tank cover, damaged front cover and line cord. During functional testing, the reported issue of leakage due to cracked enclosure near drain fitting was duplicated. All the damaged parts were replaced to resolve the reported issue. The technician performed the preventive maintenance (pm). The device passed all the functional testing. The root cause of reported issue could not be determined with the provided information. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).